Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves, part number c28717, to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. (B)(6).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous high ise (ion-selective electrode: sodium, potassium and chloride) results from one (1) patient sample. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.